Event description:
It was reported that the device would not power on ac or dc source. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Further analysis of the removed power pcb assembly observed several failed components and an open land on the board. However, further cause for the malfunction could not be determined.